Event description:
It was reported that abnormal abrasion of approx linear 2-3mm was diagnosed.

Manufacturer narrative:
(B) (4). Conclusion: the investigation shows that the cause of the wear was a mismatch of the mentioned components. This MDR is being submitted late, as this issue was identified during a retrospective review of complaint files.